Event description:
A family member reported that the patient¿s pump was sitting at ¿a little angle¿ under the patient¿s skin because it was implanted low on the patient¿s belly. They reported the pump had pretty much always been that way since implant. The patient was to have an MRI, but they were not sure if the reason for the MRI was related to the pump. The family member reported the patient had a lump above their pump incision scar to the right. They stated that they did not notice the lump initially after implant because of the swelling. The lump was noticed about six months prior to the report. It was discussed with the managing healthcare provider (hcp), and they were directed to contact the primary care hcp within a month if the lump did not change. The family member stated they saw the primary care hcp and an x-ray was performed. An ultrasound was also performed, but the results were inconclusive. The patient reported about three months later the lump got larger and now the primary care hcp was recommending an MRI. The medications infused were clonidine, bupivacaine, and dilaudid. A healthcare professional (hcp) later reported that no event occurred. The patient reported a mass in the right paraspinal region. Their ¿ans pump was replaced with a medtronic pump on (B)(6) 2012.¿ the hcp reported the patient had a painless soft tissue mass. The soft tissue mass was superficial to the paraspinal musculature extending from l1 to l2. The patient was to undergo an open biopsy. The results had not been reported to their office. The patient was to return for a follow up around (B)(6) 2014. They stated the lump above the pump incision was likely unrelated.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).